Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 546 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was reviewed. The insulin pump passed the prime test. The customer stated that she has been working with her doctor to adjust her basal rates. After receiving a replacement insulin pump, the customer called back and advised that her blood glucose levels had returned to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.